Event description:
Per attorney's report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2003 - left groin exploration, left orchiectomy, collection of possibly infected fluid, explant of previously placed kugel patch, "as it seemed to be well within the field of all this potential infection." A non-bard mesh was used to complete the repair.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The limited medical records provided referred only to the procedure to explant the mesh after the pt had developed a surgical wound fluid collection. No records regarding the implant of the mesh were provided. We are therefore unable to determine how long the mesh had been implanted. The operative report does not indicate that any device failure occurred or that the mesh was the source of the suspected infection. Additionally, no culture reports were provided. While the mesh was not identified as the source of an infection, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided and no sample has been returned; therefore, no mfg review or device eval could be performed. If add'l info is received, a supplemental MDR will be submitted.